Event description:
A customer reported that the adc device would only power on when connected to data cable. The customer reported that due to this issue, they became hypoglycemic with confusion, lack of balance, seizure, and loss of consciousness. The customer was treated with sugar and juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.